Manufacturer narrative:
A correlation between the device and the reported hemolysis and a root cause for the reported narrowing of the outflow graft could not be conclusively determined. Although the pump power elevations were confirmed through the analysis of the submitted system controller log files, a root cause for the elevations could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the pump power levels returned to average as of (B)(6) 2016. An additional system controller log file was submitted for review and confirmed the resolution in the pump power levels. No unusual events were observed in the log file.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years, 9 months. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had been experiencing consistent elevated pump power values over approximately the last 14 days. On (B)(6) 2016 the patient¿s lactate dehydrogenase level was 362 u/l, inr was 3.0, plasma free hemoglobin was 12 g/dl, and the b-type natriuretic peptide was 86 pg/ml. A heparin infusion was started. A system controller log file was reviewed by the manufacturer's technical services representative which captured an increase in pump power and a decrease in the average pulsatility index (pi) over time. It was determined that there was a narrowing of the outflow graft at the takeoff of the outflow graft bend relief. On (B)(6) 2016 a stent was placed in the outflow graft at the narrowing. On (B)(6) 2016, the pump power elevations had reportedly resolved. Review of a second log file found the pump power and estimated flow values appeared to have returned to baseline.